Event description:
The sales rep reported that approx. 6 weeks post -op that it was discovered that the tip of the nitinol guide wire from the acl disposable kit had broken off in the patient's joint space and was not recovered. The sales rep reported that the original surgery was an acl and it was completed without any adverse patient consequences or time delay. The surgeon's standard protocol is to perform x-rays 6 weeks post op, at which time the broke tip was discovered. The patient did not return due to pain or any adverse condition. The surgeon did a resurgery and removed the broken tip with no adverse consequences to the patient. The sales rep was not present and had no further information at this time. Additional information received from the sales rep on (B)(6) 2014: the sales rep reported that the original acl was performed on (B)(6) 2014. The revision was completed on (B)(6) 2014. The sales rep was unable to obtain the lot number, stating that the customer did not retain it.

Manufacturer narrative:
The complaint device was not returned for evaluation. However, this type of failure has been typically observed with excess torque and off angle insertion. It is unknown if the device is question was reprocessed. This is a single use device and not intended to be reprocessed. Reprocessing and excessively torquing the device may possibly contribute to the failure. At this time, from the description provided, a definitive root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A complaints search for this product code resulted in 3 similar complaints in the last 12 months. This failure was reviewed against the risk analysis document and found to be within the expected range and the risk is considered minimal. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being filed as a follow up to the previously filed report to correct data.

Event description:
The sales rep reported that approx. 6 weeks post -op that it was discovered that the tip of the nitinol guide wire from the acl disposable kit had broken off in the patient's joint space and was not recovered. The sales rep reported that the original surgery was an acl and it was completed without any adverse patient consequences or time delay. The surgeon's standard protocol is to perform x-rays 6 weeks post op, at which time the broke tip was discovered. The patient did not return due to pain or any adverse condition. The surgeon did a resurgery and removed the broken tip with no adverse consequences to the patient. The sales rep was not present and had no further information at this time. Additional information received from the sales rep on 8-14-14: the sales rep reported that the original acl was performed on (B)(6) 2014. The revision was completed on (B)(6) 2014. The sales rep was unable to obtain the lot number, stating that the customer did not retain it.